Manufacturer narrative:
Reason for reoperation: rupture and infection. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side "capsular contracture baker grade iii" and the patient "developed an infection on the right side within the 1st month after implant surgery". Later healthcare professional reported "capsular contracture baker grade IV". Device remains implanted and will be returned.